Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that approximately six hours into the procedure, the perfusionist noted blood leakage from the oxygenator, and the patient¿s arterial oxygen partial pressure began to decrease. As the surgery had not yet been completed, this was considered to pose a significant risk. The perfusionist recommended close monitoring, with frequent blood oxygen measurements and increased oxygen delivery to ensure patient safety. The procedure was ultimately completed safely. There was no further adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.